Event description:
The customer reported getting no delivery alarms during the infusion sets change. The customer stated being hospitalized and her blood glucose was 250mg/dl. The customer stated that the experienced low blood glucose in the past, and it might be due to over correcting and being connected during a prime. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Performed the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.